Event description:
A home patient (hp)' nurse contacted baxter's technical service center regarding the hp having repeated issues with the transfer set. The hp had reportedly noticed leakage on the transfer set around the thread of the transfer set, and an exchange of transfer set was necessary. The above mentioned issue occurred circa 4-5 weeks after installation of transfer set. There was no patient injury reported. Information on batch of the transfer set was not available.

Manufacturer narrative:
(B)(4). (B)(4). Short feed, orange indicator over traveled. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it fed five conforming clips according our manufacturing specifications and then, two short feed incidents occurred causing pear shaped clips. A possible cause for this condition may be excessive friction between feed bar and shaft during clip feeding resulting in short feed. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. However, this finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on tissue on the cystic duct. The surgeon had to cut the device off the tissue to remove. The surgeon clipped the tissue with a second applier then used laparoscopic scissors to remove. A second device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.